Manufacturer narrative:
(B)(4) the system implant includes the initial implant rns neurostimulator and three strip leads (cl-325-10).

Event description:
Patient complained of severe headaches. In addition, the patient has a history of csf leak ((B)(6) 2017, (B)(4), 3004426659-2017-00046). The neurosurgeon was concerned about a possible infection and decided to perform a wound exploration. Upon opening, cultures were taken and the decision was made to explant the rns neurostimulator and all leads as the neurosurgeon was unsure of the culture results. The infection was categorized by the treating center as a deep incisional infection and the patient was started on antibiotics.